Event description:
An asymptomatic pt returned to have a routine filter removal. The doctor alleges that upon viewing pre-removal films, it was noted that one of the arms was detached from the filter. The filter was successfully removed (including arm).